Event description:
Customer's daughter reported that the insulin pump was not functioning properly. Caller reported that the customer was hospitalized with high blood glucose levels due to a kinked sensor. Caller also reported that the insulin pump returned an error alarm. Caller reported that the blood glucose level was over 600 mg/dl at the time of hospitalization. Customer was wearing the insulin pump at the time of the hospitalization. During troubleshooting, the caller reported that the insulin pump's cannula was occluded. Blood glucose level was 73 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump passed functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No alarm for a watchdog set test failure or prime anomaly was noted. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.